Event description:
Customer reported an open circle on the insulin pump. She stated that threshold suspend came on four two hours and that the circle remained on the screen after she unsuspended it. She did not provide the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.